Event description:
It was reported that the pump was removed due to infection at the pump pocket site. The catheter was left in. The pt was still having infection issues due to the catheter being left in. The drug contained in the patient's pump was not reported. Additional info has been requested from the healthcare provider, but was not available as of the date of this report.